Manufacturer narrative:
The insulin pump passed all functional testing including displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm and no battery out limit alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm and battery out limit. The customer's blood glucose value was unknown. The customer stated that they changed the battery and the pump alarmed battery out limit. The customer received multiple batteries out limit alarms when batteries were out of the pump for less than one minute. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The product was returned for analysis.